Event description:
It was reported that a vns patient had his vns replaced recently in (B)(6) 2010, due to end of service and increase in seizures according to the treating nurse. The explanted generator was returned to the manufacturer and underwent product analysis. Product analysis found the generator to be not at end of service. However, at this time the relationship of the increase in seizures to vns is unknown as good faith attempts to obtain additional information from the neurologist have been unsuccessful to date.